Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. It was reported that the patient had a sudden increase in back pain. The patient reported that they fell and landed on their back. They stated their ex-boss tried to catch them but fell on top of them. The patient reported they could barely walk. They reported they were doing well prior to the fall and were off all narcotics, but now they were back on ¿lyrica¿ and ¿tramadol.¿ the patient was redirected to follow up with their healthcare professional (hcp). No further complications were reported. Follow up was conducted.